Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Accidental device ingestion [accidental device ingestion] case description: on 2024-05-07 a spontaneous case was reported in taiwan (province of china) by patient call center representative (phone). The report concerns a(n) male consumer. The consumer received polident denture cleanser (napc+potm+taed tablet) lot number unk for indication(s) product used for unknown indication for an unknown indication for an unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident denture cleanser, the consumer was hospitalized due to. The outcome of the event was unknown. No medical history was reported. No drug history was reported. The reporter provided the following comment: "I asked about the polident. I bought it. Will there be any problems with my body if I eat the polident? It wasn't the adhesive, it was denture cleanser which was bubble. I drank it by accident because the cough medicine I had was also bubble. So I took the wrong medicine that day. I took the polident bubble and drank it all. You don't have anyone to serve on saturday? Then I will go to the emergency room of the hospital. The doctor at the hospital will call you to ask if there is any problem with this. I call to you but you didn't go to work on saturday. The main reason is that I want to ask if it will cause any harm to my body. I want to ask this. I drank it on saturday, and then I went to the emergency room on saturday. The doctor didn't know what harm it was doing to my body. Now I'm discharged from hospital on tuesday. The doctor prescribed painkillers for me, but I didn't take them and didn't feel anything. My main question was whether it would cause any harm to my body.". The action(s) taken were: for polident denture cleanser was unknown. "This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences". Case product: polident denture cleanser device MFR number: .